Manufacturer narrative:
Correction: suspected medical device tab. M/s number of the complaint.

Event description:
It was reported that, the patient with this right ventricular (rv) lead has been feeling an elevated heart rate. Upon review, the rv lead exhibited noisy signals oversensing and high pacing impedances out of range for over a year. The technical services (ts) indicated that, in view of the out of range impedance measurement and the rv noise with oversensing it would be recommended to consider evaluating the mechanical integrity of this rv lead, as is suspected to be fracture. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this right ventricular (rv) lead has been feeling an elevated heart rate. Upon review, the rv lead exhibited noisy signals oversensing and high pacing impedances out of range for over a year. The technical services (ts) indicated that, in view of the out of range impedance measurement and the rv noise with oversensing it would be recommended to consider evaluating the mechanical integrity of this rv lead, as is suspected to be fracture. This rv lead remains in service. No adverse patient effects were reported.